Event description:
Information was received indicating that this smiths medical cadd solis vip pump failed the volume test (21.42, 21.23). No adverse effects reported.

Manufacturer narrative:
Other, other text: additional information was received indicating there was no patient involvement, issue found during in house testing. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Functional testing involved three separate delivery accuracy tests and showed that the device was delivering over the manufacturing specifications. Based on evidence and investigation, the complaint allegation was confirmed. The expulsor was replaced to bring the delivery into a more nominal of range.